Manufacturer narrative:
The event date of (B)(6) 2020 is an estimated based of the aware date of (B)(6) 2021 as the exact date was not reported. Initial reporter city: (B)(6).

Event description:
It was reported the guidewire was difficult to remove. A 7.3 flexima apdl was selected for use in a liver abscess drainage procedure. During the procedure, the device was inserted into the abscess over a guidewire. An attempt was made to remove the metal stylet, but was unsuccessful. Subsequently, another attempt was made to remove the device, leaving the guide wire, but was unsuccessful, so everything was removed from the patient. The procedure was completed with another device with no complications reported.

Manufacturer narrative:
B3. The event date of 01jul2020 is an estimated based of the aware date of 30jul2021 as the exact date was not reported. E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the catheter was returned with a guidewire loaded and stuck. Moreover, the catheter was detached at the distal end section. The distal end section showed guidewire residue inside of it. Additionally, the metal cannula was not returned. Microscope analysis confirmed the catheter was detached at the distal end section and guidewire residue was inside this section. The catheter distal section was deformed due to guidewire residue inside.

Event description:
It was reported the guidewire was difficult to remove. A 7.3 flexima apdl was selected for use in a liver abscess drainage procedure. During the procedure, the device was inserted into the abscess over a guidewire. An attempt was made to remove the metal stylet, but was unsuccessful. Subsequently, another attempt was made to remove the device, leaving the guide wire, but was unsuccessful, so everything was removed from the patient. The procedure was completed with another device with no complications reported.